Event description:
Procedure: transforaminal lumbar interbody fusion (tlif) levels implanted: l2-l3 it was reported that patient was experiencing back pain since he was 14 years old and had not undergone conservative treatment, other than ice/heat. On an unknown date patient underwent imaging study of his back whic revealed a mild abnormality of l3, which was possibly degenerative or an adolescent irregularity. The patient underwent transforaminal lumbar interbody fusion (tlif) at levels l2-l3. The patient was implanted with rhbmp-2/acs. Post-op, patient's mother reported that his back pain was worse than before surgery. Patient was also tested for eds and fibromyalgia. Because of his back pain patient developed a dependence upon pain medications and is fighting his drug problem through intensive inpatient and outpatient treatment.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned for evaluation.